Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 5.00mm nc quantum apex¿ balloon catheter was selected. It was noted that the balloon ruptured. No patient complications were reported.